Manufacturer narrative:
Follow-up # 1 date of submission 11/03/2015-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a review of the pump black box data revealed a cs 054 service alarm which may cause the display to be blank for several minutes; however, it was not duplicated during this investigation. There were no unexplained pump reboots observed in the black box data. The returned battery cap threads were undamaged and the battery cap secured properly to the pump. There was visible rust inside the battery compartment. A leak test was performed and passed with no leaks detected. There was no damage or cracks found to the pump case during a visual inspection. The pump was opened and there was evidence of moisture found internally on the support bracket and on the battery canister. The pump was run on a 24 hour basal program with no intermittent power or reboots occurring.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging an intermittent power issue. It was also reported that there was evidence of moisture in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.